Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. The initial result was 47.7 coi (positive). The repeat result was 45.9 coi (positive). The hiv results from the abbott method were 0.07 s/co (negative) and 0.09 s/co (negative). The hiv polymerase chain reaction (pcr) result was negative. The negative results were reported outside of the laboratory.